Event description:
Customer reported a malfunction as their pump screen remained dark and would not turn on. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer through several troubleshooting steps, including pressing the button on the pump and charging it, but the screen still did not activate. Consequently, technical support decided to replace the pump. It was noted that the pump was out of warranty, and the customer expressed interest in obtaining an out-of-warranty loaner pump. The customer acknowledged receipt of a field correction notice and agreed to update the pump software. Technical support gathered necessary information, verified details, and sent a loaner pump with the updated software, advising the customer on setting up the replacement pump.